Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the air pen drive device seized, moved heavily and was jammed; and had excessive dirt and internal oxidation. It was further determined that the device failed pretest for check power with test bench, min. 30 to 80 w, check valve-control in "hand" position with hand switch, check valve-control in ¿lock¿ position, check external leak tightness, check internal leak tightness, check the hose coupling and check the switching ring. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.